Event description:
The sales rep reports the catheter was placed on a pt who presented in the emergency room with pseudo-amebic meningitis. The pt walked into the emergency room after possibly acquiring the meningitis from water contamination. The surgeon placed the catheter as instructed. The initial intracranial pressure reading was 40-45mmhg. An external transducer was placed to confirm the icp readings. The external transducer read 12mmhg. The drain was opened to raise the icp level to 8mmhg. The draining went perfect. The surgeon was not sure which system reading was accurate, the external transducer or the ventrix catheter. The surgeon raised the level again to 13mmhg and the drain stopped. It was clear that the icp reading was not above 12mmhg. The surgeon pulled back the catheter as it may have been lodged up against the wall of the ventricle. This seemed to resolve the icp reading. At 2:30 am few hours after the placement of the catheter, the icp reading was 28mmhg and the external transducer was 8-12mmhg. At 3:00am the ventrix was 12 and the external transducer was 10. At 5am the ventrix reading was 50mmhg and the external transducer was still reading 12mmhg. The pt had drained approx 60cc of cerebrospinal fluid. The nurse re-zeroed the external transducer. The pt went to a hyperbaric chamber for 3 hours. Upon return from the chamber the ventrix was reconnected and the two systems were reading the same range. This lasted until 5:30pm. A call was placed to the sales rep the following day to report that the readings were inaccurate most of the night. Add'l info was received on 07/2002. The surgeon reported the pt had expired unrelated to the reported incident of erratic icp readings. Based on the pt's clinical symptoms it seemed that the external transducer was not functioning correctly. The ventrix catheter will be returned for evaluation.